Event description:
Approximately 3 days post laparoscopic gall bladder removal redness, swelling, blisters and intense itching at each incision, including a small area below bellybutton where product must have run down the skin. Returned to surgeon who confirmed allergic reaction. He used tweezers to peel off as much of the product as he could- a few incisions opened slightly. Itching, blisters and hard raised area around incisions formed. Surgeon ordered oral prednisone, topical steroid, and antihistamines. Benadryl provided the only relief from itching. Blisters, redness and itching ultimately resolved over several days, hard raised areas are beginning to resolve after 2 months. FDA safety report ID# (B)(4).